Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a car accident and the ins ripped out of the pocket, and was flipping around in the body. It was so painful that the patient couldn't touch it. The car accident and extreme soreness at the ins site occurred (B)(6) 2017. A week or two after the accident the ins started to slip/flip sideways.